Event description:
Koru medical became aware of mw5149371 received through the FDA medwatch program stating "patient reported a freedom pump malfunction occurred on (B)(6) 2023. Second syringe was infusing when syringe snapped out of pump, and a "wire" from inside the pump was sticking out. Patient lost approximately 40 ml of 100 ml infusion. Unknown if patient missed a dose or experienced an adverse event. Pump available for return. Pump serial number unknown. No further information. Reported to cvs/caremark by health professional." Good faith efforts were sent to the initial reporter for additional information regarding the event and pump status. A response was received stating the reporter did not provide the pump serial number and we are unable to determine based on information available as nothing has been received from the patient in (B)(6) 2023 or (B)(6) 2024. No other details are known. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.